Event description:
It was reported that bd syringe 30ml ll tip conv pak had foreign matter it was reported by customer that the syringe with wax type material on the plunger and black ink marks on the tip of the syringe as well. I am officially filing another complaint for 30 cc syringe with wax type material on the plunger and black ink marks on the tip of the syringe as well. This time the lot number is different than previously submitted complaint lot: 5112150. We have discarded that lot: 5112150. This syringe was not used and caught before filling. Please see information below: item: 30 cc syringe tray (bd) qty: 1 lot number: 5183734 material item code: 305618 sample is available for investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 3 photos and 1 physical sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the samples. Analysis of the sample showed that the defect reported by the customer was observed. Bd determined that the cause of the failure could be embedded degraded resin from the molding process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.